Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported insulin pump battery lasts less than expected. The customer reported no adverse event. The event involved product(s) mmt-1892. Troubleshooting was not performed. No harm requiring medical intervention was reported. Mmt-1892 was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed active current test, sleep current test and self-test. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Battery cycle 8.0 received the lowbatteryalert (104) on 04/18/2024 05:26:00 after more than 7 days at 16.68 days. Battery cycle 7.0 received the lowbatteryalert (104) on 04/01/2024 13:07:00 after more than 7 days at 25.81 days. Battery cycle 6.0 received the lowbatteryalert (104) on 03/06/2024 17:36:00 after more than 7 days at 21.16 days. Pump trace download analysis confirmed the pump alarmed normal low battery alerts on 04/18/2024 05:26:00, 04/01/2024 13:07:00 and 03/06/2024 17:36:00. No unexpected low battery alerts listed in the pump trace download. With reference to the baat tool instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 and pcba 2. P-cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked keypad overlay, cracked case, scratched case and cracked case (battery tube). No low battery alert noted during testing and no unexpected low battery alerts listed in the pump trace download. Charge/battery lasts less than expected was not confirmed. Exposed to moisture confirmed on pcba 1 and pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.